Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor harness assembly was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative leak test. It was noted that the flow sensor connector was loose. There was no report of patient involvement.